Event description:
It was reported that a warning was triggered due to low impedance on the right atrial (ra) lead. An insulation breach was suspected. Reprogramming was performed. It was noted that after the reprogramming, another warning was triggered due to low impedance and t here were several atrial high rate episodes with oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5054-52 lead, implanted: (B)(6) 2003. (B)(4).